Event description:
It was reported that the fiber broke at the tip during the ureteral stone procedure. The fiber was replaced, but the tip also broke. A third fiber was opened, but the same happened. The procedure was completed with a fourth fiber from a different lot number. There were no patient complications. This complaint refers to the first fiber.

Event description:
It was reported that the fiber broke at the tip during the ureteral stone procedure. The fiber was replaced, but the tip also broke. A third fiber was opened, but the same happened. The procedure was completed with a fourth fiber from a different lot number. There were no patient complications. This complaint refers to the first fiber.